Event description:
It was reported that during a routine hemodialysis treatment, the power cord was pulled out of the cycler. When cord was plugged back in, a power failure alarm occurred. The operator was not sure how to recover from the power failure and discontinued the treatment without rinseback of the pt's blood resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
No device malfunction. Instructions for power failure recovery and manual rinseback are included in the user's guide. Facility staff were informed and provided additional training. A direct correlation between the reported blood loss and the nxstage system one cannot be established.